Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was positioned in the apex and the sensing value was poor. The physician attempted to reposition 4 times however, the helix would not extend or retract. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of sensing r-wave amplitude variation and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.